Event description:
Customer reported: suction catheter was opened and it was discovered that the depth numbers had been printed backwards with the highest numbers towards the tip. Additional information received on (B)(6) 2013 from customer ((B)(6): 1ea affected product. It was noticed pre-patient use. The rt located the discrepancy while prepping the device. There was no patient harm.

Manufacturer narrative:
(B)(4). Device is in the process of being evaluated. Upon carefusion's investigation, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: one open sample was returned for evaluation and during visual inspection, it was confirmed that the depth marks are towards the tip. Therefore, the reported condition was confirmed. The internal production records for the lot reported were reviewed and no issues were observed. In addition, the internal production records for the subassembly of the suction catheters were also reviewed and no issues were observed. Based on the investigation, the most probable cause for the issue reported could be due to operative personnel not properly assembling the connector and tube correctly per procedure . According to carefusion¿s procedure, personnel should review that tubes are not backwards to avoid that the connector gets assembled to the incorrect tip. In addition, it was observed that the operator in the assembly process should be certified to perform this operation. It was noted that when the lot reported in this incident was manufactured, there was not any control to assure that a certified person was performing the assembly. To prevent future incidents, a work instruction was created to identify that personnel are being certified in the critical assembly of tube-connector of the suction catheter prior to assembling.